Event description:
It was reported that during implant procedure the device had exhibited a high impedance (hi) code. Technical services had suggested that the device should not be implanted. No adverse events were reported.